Event description:
A patient reproted experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 0 and 277 mg/dl. Tests were done within 7 minutes. Patient did not experience any adverse events. No further information has been reported.